Event description:
It was reported that while the pt's stimulation was turned on, she felt a burning sensation. It was also reported that the system appeared to have moved in her body, and caused discomfort and pain. There was no known accident or incident that was related to this complaint. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).